Manufacturer narrative:
(B)(4). Visual evaluation of the returned capio device found no visual failures. Functional evaluation found that the device could be actuated with a test suture and the needle entered the slot without any issues. After this test, the suture was unloaded from the device and was still in good condition. The returned device presented no visual or functional issue. The investigation was unable to confirm the reported complaint. A device history record review found the device met all manufacturing specifications at the time of release to distribution. The user medwatch report number is mw5065808.

Event description:
It was reported to boston scientific corporation that an opc, packaged was used during the vaginal vault suspension procedure on (B)(6) 2016. During the procedure, inside the patient, on the first suture throw, the capio device did not fire properly. As a result, the suture needle was broken instead of catching in the capio cage. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.